Manufacturer narrative:
Method - device not returned, follow up with representative.

Event description:
It was reported that a (B)(6) patient underwent a kyphoplasty procedure on level l2. A small cement extravasation into the disc above the vertebral compression fracture to level l2 was noted. There were no patient complications. No additional information was reported.